Event description:
It was reported that the lithotriptor worked "intermittently" and "would not fracture stones to a size that could be removed." This was the facility's first use of the lithotriptor unit. The urology charge nurse reported that a 30-min procedure turned into a 3-hr procedure. The pt was admitted to the ICU and a second procedure scheduled. The second procedure, with the same lithotriptor, was successful after a demonstration of proper operation of the unit.